Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the xenon light source had blinking in front panel. The issue occurred during service and maintenance. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, g6, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: "not working¿ occurred because the front panel led blinked and error e300 (endoscope error) occurred due to dust accumulation. The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor field performance for this device.